Event description:
It was reported to philips that the system's suite computer was not fully starting. The device was outside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the suite pc was not starting and performed cold restart, but issue was not resolved. A review of the system logfiles found software issue. The philips field service engineer (fse) inspected the system onsite and reinstalled the suite pc os and the application. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.